Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh90t01 product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the handset was lagging at 90%. The patient said that they had instructions on clearing the data somewhere. An agent offered to guide the patient through clearing the data during the call and patient accepted. The agent guided the patient through clearing the data. *see pe 709054578 for omitted information regarding communicator port issue.*